Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message and the driveshaft was hard to turn was confirmed during archive data review and functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home position." Usually, the error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was observed that the encoder driveshaft was difficult to rotate due to the heavily sticky clutch plate, likely caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. This would likely cause the user difficulty pulling up the lifeband completely. During visual inspection, a sticky clutch plate was observed, related to the reported complaint. A review of the archive data showed ua45: thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the displayed ua45 upon powering up the platform; thus, confirming the reported complaint. The admin menu was accessed to manually rotate the encoder driveshaft to the home position. The clutch plate was deburred to remedy the reported complaints of ua45 and difficulty in turning the driveshaft. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message that could not be cleared. The drive shaft is hard to turn. This was noticed during shift check. No patient involvement.